Event description:
It was reported that during the procedure in the left internal carotid artery, a xact stent was successfully deployed. Post-dilatation was performed using a 6x20 rx viatrac plus balloon. Dilatation was performed successfully; however, the physician noted that the distal tip of the catheter was located too high in the vessel. The physician stated that the distal marker may not have been accurate. The catheter was removed from the anatomy after post-dilatation was completed. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the rx viatrac plus 6x20x135 balloon catheter was returned with blood on the balloon and on the shaft. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded. This is consistent with the device being advanced into the anatomy and the balloon being inflated as reported. There was no damage noted to the balloon catheter. After an indeflator filled with 50 ml of gastrografin diluted 1:1 with water was used to inflate the balloon to the rated burst pressure, a ruler was used to measure the distance between the proximal edge of the proximal marker and the distal edge of the distal marker. This met manufacturing criteria. The distance between the markers was 21 mm. The balloon shoulder to marker alignment for the distal and proximal markers were compared to the alignment specification table a of the product specification and this met manufacturing criteria. Potential factors that may contribute to the marker bands appearing to be in the incorrect location include, but are not limited to, manufacturing, fluoroscopy conditions or anatomical conditions. Based on the results and measurements taken on the returned device, there is no indication that the marker bands were mislocated and there is no indication of a product deficiency. During manufacturing, all balloon dilatation catheters are measured for proper marker alignment and placement. A review of the lot history record was performed and there were no associated nonconforming material records for this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported. There is no indication of a product quality deficiency.